Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient developed an infection on her fingers and was placed on antibiotics. The infection was unrelated to the patient's system. Due to this recent patient condition, surgery continues to be pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing difficulty maintaining a charge for her ipg. Attempts to address this issue through reprogramming and troubleshooting through issuance of a replacement charging system. Have been unsuccessful. Surgical intervention is planned as the next course of action.